Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was received without its original packaging, not decontaminated, in used conditions and inside in a plastic bag. During visual inspection, the sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. Unable to confirm the complaint reported, sample returned was used and without cannula. Root cause could not determined, no actions taken.

Event description:
It was reported that the catheter's cannula was bent. No patient injury reported.